Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation found the unit failed to detect an upstream occlusion. The failure was not able to be reproduced due to a system error on the device. The cause was unable to be determined. The upstream sensor will be replaced as it is a known contributor of the upstream occlusion.

Event description:
It was found during a baxter evaluation that a pump failed to detect an upstream occlusion. There was no pt involvement.